Manufacturer narrative:
Submit date: 07/11/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the pump was too slow for 100 ml flow rate.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump was too slow for 100ml flow rate. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows this device was released meeting all manufacturing specifications. Product was manufactured in 2015. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.